Event description:
Allegedly the screw would not snap off and broke patient's bone.

Manufacturer narrative:
Additional information received (B)(6) 2012: upon visual exam it was noted that the device was broken; therefore, a code for broken was added.

Manufacturer narrative:
Investigation is not complete. This is a reportable malfunction. No patient information has been submitted to date. This report will be updated when the investigation is complete. This event occurred in (B)(6).

Manufacturer narrative:
Conclusion: no conclusion can be drawn. Visually examined. Dimensional inspected. Photographic images made. Complaint reviewed and analysis showed no trend. Evidence that product in specification when used.